Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized and dispatched from emergency room due high blood glucose level. Customer¿s blood glucose level was 21 mmol/l. At the time of hospitalization. Customer was hospitalized on (B)(6) 2021. The current blood glucose was 10.1mmol/l. The customer experienced difficulty in breathing symptoms as a result of high blood glucose. Customer was treated with metered dose injection at the hospital. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.